Manufacturer narrative:
(B)(6). Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd¿ needle eclipse s/t rb was crusty and dirty.

Manufacturer narrative:
Bd was unable to perform a thorough investigation as no sample or batch number were provided for investigation, therefore a root cause could not be determined at this time. Conclusion(s): not possible to determine.

Event description:
It was reported that bd¿ needle eclipse s/t rb was crusty and dirty.

Manufacturer narrative:
Correction: in the previously submitted MDR, brand name and type of reportable event were incorrectly referenced as the medical device expiration date and device manufacture date. This supplemental MDR is being submitted to correct those references to show the following: medical device expiration date. Device manufacture date.

Event description:
It was reported that bd¿ needle eclipse s/t rb was crusty and dirty.